Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported air ingress was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4+ and an enlarged atrium. One clip was successfully implanted, reducing mr to a grade of <1. While removing the clip delivery system (cds), air entered the steerable guide catheter (sgc) chamber. It was noted that no additional aspiration was needed outside of IFU. Both the cds and sgc were removed together and the procedure was discontinued. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.